Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. "Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018, the customer alleged to medela (B)(4) that when she took her sonata breast pump out of the box, the housing was misaligned and when she plugged the tubing in, the housing came apart and broke the tubing. She further alleged that both she and her baby slept through the night, she got mastitis in the morning and was not able to use the pump because of the broken tubing and misaligned housing. She saw her doctor who prescribed her an antibiotic for the mastitis, which is almost resolved.

Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2018, the customer indicated that she developed mastitis on (B)(6) 2018 and was prescribed an antibiotic. She indicated that the replacement pump was working without issue and the mastitis has since resolved.